Manufacturer narrative:
Additional information was received that it was the physician's 5th case with the exoseal vcd. The patient was a (B)(6) male. Blood pressure was 107/59. There was no anticoagulation medication given. It was a diagnostic procedure and retrograde approach was chosen. It is unknown if the vcd showed any sign of damage. A 6f 11cm cordis avanti sheath was used in the procedure. There were no other sheaths used during the procedure. The angle of access was between 30 and 45 degrees. Femoral artery suitability was verified on angiography. The vessel diameter was greater than or equal to 5mm in diameter. It is unknown if the arteriotomy was in or near an area of calcified plaque or if the arteriotomy was in or near a stented segment. There was no preexisting hematoma prior to inserting the exoseal device. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling. An audible click was heard and adequate bleedback was observed. Proper indication was also observed in the indicator window. The plug button fully depressed and the plug deployed. Hemostasis was achieved with the vcd. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
At an unknown time after an exoseal device was used for vascular closure successfully, the patient was reported to developed a pseudoaneurysm. The patient was transferred to a tertiary facility and the incident happened there. Intervention was required to repair the pseudoaneurysm. Additional information received indicated that it was the physician's 5th case with the exoseal vcd. The patient was a (B)(6) male who weighed (B)(6). Blood pressure was 107/59. It was a diagnostic procedure and retrograde approach was chosen. There was no anticoagulation medication given. A 6f 11cm cordis avanti sheath was used in the procedure. There were no other sheaths used during the procedure. The angle of access was between 30 and 45 degrees. Femoral artery suitability was verified on angiography. The vessel diameter was greater than or equal to 5mm in diameter. It is unknown if the arteriotomy was in or near an area of calcified plaque or if the arteriotomy was in or near a stented segment. There was no preexisting hematoma prior to inserting the exoseal device. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling. An audible click was heard and adequate bleedback was observed. Proper indication was also observed in the indicator window. The plug button fully depressed and the plug deployed. Hemostasis was achieved with the vcd and the patient was discharged to a tertiary facility. The products were not returned for analysis. A review of the manufacturing records could not be conducted without the lot numbers. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. These type of complications can be more prevalent in obese patients. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of pseudoaneurysm formation. Based on the information provided and without the products available for analysis, it is not possible to draw a conclusion about a clinical relationship between the devices and the pseudoaneurysm reported. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 9616099-2012-00457 and 9616099-2012-00526.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the event date is unknown and the date provided is for purposes of submitting the emdr only. In addition, the catalog and lot numbers are unknown. Therefore, the catalog and lot numbers provided are for an unknown exoseal.

Event description:
A patient developed a pseudoaneurysm after an exoseal was used. The patient presented to a different hospital from the one where the device was used. The patient was transferred to a tertiary facility and the incident happened there. Intervention was required to repair the pseudoaneurysm.